Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart at the second instance. Customer's blood glucose value was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer reported that the after changing the battery received another alarm. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to blank display.